Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 10 previously reported events are included in this follow-up record. Product return status 9 devices were received. 1 device was not available for evaluation. Event confirmation status 4 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 9 devices had no problem found.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 3 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 5 devices were received. 1 device was not available for evaluation. 4 device investigation type has not yet been determined. Event confirmation status: 5 reported events were not confirmed. Evaluation results: 5 devices had no problem found. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes 10 malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 3 events had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed. 5 reported events were not confirmed. Evaluation results: 5 devices had no problem found. 3 devices did not have a root cause established.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 3 events had no information received.